Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, implanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: neu_unknown_ext. Source: the netherlands. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient with an implantable neurostimulator (ins) for occipital nerve stimulation. It was reported that the patient has suffered from current stimulation at the connection of the extension with the leads. Shocking sensation was noted. The extension runs mid-side to anterior. Current stimuli according to the patient caused an activated muscle in the chest, had a lot of trouble with this. Since lowering the amplitude there was less discomfort and feelings of the sensations. Only point 7 shows high impedance. It was thought that it could be something from moisture in the connector. Impedance measurement for contact 1 and 0 were >50 ohms and contact 7 was >10,000 ohms. It was noted that contacts 0 and 1 were not used in any programmed groups. Palpations have been performed without any result. No error codes have been seen. The device system has not been powered off due to the intense and frequent cluster headache attacks.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_ext lot# serial# unknown implanted: (B)(6) 2020. Explanted: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative. It was reported that no actions were taken; the patient only experienced shocking at higher amplitudes. There was no intervention and the patient had functional therapy. **omitted information for pe (B)(4) for extension replacement**.